Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving morphine (20 mg/ml at 2.003 mg/day) via an implanted infusion pump. It was reported the patient's pump went empty on (B)(6) 2020. The rep stated they were able to aspirate a drop today but the pump had been alarming and per the pump logs the pump went empty on (B)(6) 2020. They put 5 ml of saline in the pump reservoir and set the pump to minimum rate while they ordered the patient's drug, which was expected next week. Tech services discussed 0.006 ml x 7 days is 0.042 ml of pfns that would enter the internal pump tubing and mix with the morphine currently in the system, and discussed why no prime would be recommended when they fill the pump reservoir with morphine.